Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter and institution phone number: (B)(6).

Event description:
It was reported monitors in a patient's room does not transmit acoustically as a red alarm to the central monitoring system. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and dispatched a philips field specialist (fs) onsite. The fs indicated all alarms were transmitted correctly at all times and the transmission worked correctly. After talking to the customer and examining the settings of the monitor further, it turned out the bedside monitor alarm configuration on bed 10 was different from the others. Bed 10 had configurations, visibly latching and audibly non-latching setting, which impacted alarms. With the agreement of station management, the fs aligned the monitor's configuration settings to the rest of the monitors, the issue was resolved. After further investigation, it was determined that this report was reported under the incorrect product and related to a bedside monitor, where if objective evidence is provided that demonstrates no malfunction occurred, then under such a case the device is operating as designed and as configured. Therefore, this is not a reportable event with philips.